Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An episode was identified as capture management causing a ventricular fibrillation event. Concomitant products: 507652 lead, implanted (B)(6) 2005; 419688 lead implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that prior to device changeout, the patient's recent episodes were reviewed. From this review, it was determined that the patient experienced three instances of ventricular fibrillation induced by left-ventricle-only pacing, which was forced by left ventricular capture management software; on two of those instances, a single shock was administered. There was concern regarding whether the patient would be put at risk by being paced in the left ventricle only during a device changeout. The device remains in use. No further patient complications have been reported as a result of this event.